Event description:
It was reported that the patient inflation issues with an inflatable penile prosthesis (ipp) as the device wouldn't pump. A surgical intervention was performed to correct a kink in the tubing going to the reservoir. During the surgery nothing was explanted. The patient did not experience any adverse events and fully recovered following the procedure.